Manufacturer narrative:
Pt sex/gender: corrected from female to unknown.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record, trending by product line and lot number, failure mode and effects analysis and health hazard evaluation. The DHR (device history record) was reviewed. No anomalies were observed that would contribute to this issue. Trending analysis for the product code of 'suspected positive bi' and 'media evaporation' was reviewed for a timeframe of 08/2011 to 07/2012. There was no significant trend observed. Trending analysis by lot number was performed from 04/16/2012 to 07/19/2012. There was one other reported incident. The fmea (failure mode and effects analysis) reveals that the risk for this issue is at an acceptable level. The hhe (health hazard evaluation) was reviewed. The medical review for this particular event indicates that the risk to the patient is low. Thirty-two retains bis were previously submitted for evaluation. Functional specification was met with 0+/32 bis after processing and incubation. The suspect bi was received for investigation. A visual analysis found that the ci disc is golden in color, indicative of peroxide exposure. No media is present. There are a single tyvek® liner and single spore disc present. There are no punctures on the outer vial or tyvek® liner that would be consistent with false positive from external contamination. The tyvek® liner is stained both purple and greenish-yellow which suggests that the media may have been subject to sterrad® vacuum (i.e., damaged ampoule). Insufficient information is available to definitively determine the cause of the alleged suspected positive bi and media evaporation.

Event description:
This event is being reported because the facility did not successfully recall items in the load and instruments were used on patients.

Event description:
A customer reported a suspect positive cyclesure 24 biological indicator (bi) after a completed cycle in their sterrad 100nx sterilizer. Nine items from the load were not recalled successfully (2 rigidscope; 1 uro set and 6 teats). At this time there are no reports of injury or harm from the event. The customer decided not to recall the load because they considered it was a malfunction of the bi prior to use. The customer did not check the bi prior to processing. The customer suspected that the ampoule had been broken prior to processing when it was crushed. After 24 hours of incubation, a positive bi result and media evaporation were discovered. The bi was taped in sealsure tape to be placed outside of the sterilization tray. The tray was located in the lower back of the chamber while processing in the sterrad 100nx sterilizer. The results of the previous and subsequent bis were negative. At this time, no additional information is available regarding this event. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4) - suspect positive bi.